Event description:
It was reported that noise was observed on the egm's. A real-time egm obtained through merlin. Net did not reflect any activity on the atrial lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.